Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 322 alarm which was reproduced during evaluation. A review of the event history log identified the presence of multiple 'system error 322' message. The cause was determined to be an out of adjustment link screws. The link and link switch were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.